Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and replaced all 12 collets and lld springs, and cleaned the collet sleeves. The instrument was inspected, tested without further problem, and returned to service.